Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went to the ER with symptoms of syncope. At the ER, the hospital staff was unable to get telemetry with their 2090 programmer. The manufacturer representative reported that the cause of this issue is unknown. The representative successfully interrogated the device with his 2090 programmer. The device remains in use. No patient complications were reported as a result of this event.